Event description:
It was reported that the patient experienced hyperglycemic event on 02 mar 2026 and was treated with insulin via pump. The blood glucose was high for more than four hours.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380. E1: patient city: (B)(6). Patient country: norway. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.